Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated onsite. During the evaluation it was found that the device did not cool properly. (Arctic sun 5000) no error code observed. Mixing pump was replaced. Device underwent pm program. Heater, circulation pump, and drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter phone: (B)(6). Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not pass the quick check. In evaluation the water temperature was not cooled properly. Per review of wo on 06jun2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not pass the quick check. In evaluation the water temperature was not cooled properly. Per review of wo on 06jun2025, there was no patient involvement.